Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2166, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. Additional information was received on 05-nov-2015 (FDA-2014-n-0736-2471). Before essure, the consumer's menstrual cycle was fairly normal and predictable. After, this pattern continued for about 8-9 months, but then things started changing - her periods started lasting for weeks rather than the usual (for her) 6-8 days. Even when she was not menstruating, she would experience menstrual cramping. By the end of 2013, she was in pain almost every day. In (B)(6) 2014, her period started and continued unabated for more than three months. It was during this time that her doctor started a thorough fact-finding process, which included multiple biopsies, experimentation with different hormonal treatments (oral progesterone, intra-uterine device), and finally a planned dnc (dilation and curettage) and uterine ablation. The ablation device would not deploy. When all of these procedures failed to find any cause or bring any improvement, her doctor recommended a full hysterectomy, which was performed together with salpingectomy on (B)(6) 2015 to remove the devices. Her uterus appeared inflamed according to her doctor, measuring 11.4 x 8.5 x 4.3 cm and shows a 6.0 cm in greatest dimension and her pathology report showed acute and chronic cervicitis. Consumer denied sexually transmitted diseases. She reported that she knew essure was made of nickel and she may have been having an allergic response to that. While in laparoscopic surgery her doctor found a hemangioma on liver. Product technical complain investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 8-9 months her periods started lasting for weeks rather than the usual 6-8 days/ her period started and continued unabated for more than three months (interpreted as menorrhagia). She underwent a dilation and curettage, an attempt of uterine ablation (the ablation device would not deploy), and approximately 2 and a half years after essure insertion, underwent a hysterectomy with salpingectomy to remove the devices. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical and surgical interventions were performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.